Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Blood glucose value was 185 mg/dl. Customer stated that the device was probably in the refrigerator. It was stated that after warming it, it started working. Customer was advised to call back if issue persists.